Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2011: inr = 6.9; retest inr = 4.5. (B)(6) 2011: inr = 2.0; retest inr = 3.0. On friday pt skipped her coumadin; on saturday she took 1 mg; on sunday she took 2 mg. She had been taking 2 mg a day and it was causing her inr to increase. Pt had no bleeding or additional bruising on friday. Therapeutic range = 2.5 - 3.5.